Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps had snapped wire and instrument became unresponsive and unusable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Additionally, the instrument was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument failed the electrical continuity test.